Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of suture detachment while advancing the knot with the suture trimmer was confirmed. The probable cause was determined to be related to operational context during use. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: teflon, inflation: medtronic, guide cath: ebu 35, sheath: terumo 7f, plavix, aspirin. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the blue rail suture broke while advancing the knot with the suture trimmer. Manual arterial compression was applied to achieve hemostasis. A 7fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.